Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 implantable tachy lead, implanted (B)(6) 2011; 5076-52 implantable pacing lead, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead impedance and capture threshold levels had been rising steadily over the past four months and that the patient had been experiencing exertion dyspnea symptoms. Subsequent diagnostic testing was conducted and the lv lead issues were isolated to be with the lead tip contact. Loss of capture was observed in all pacing configurations so a lead revision was planned. Patient symptoms were reported as not trending with the lead impedance and threshold levels. The lead remains in use. No patient complications have been reported as a result of this event.